Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right iliac artery. The 7.0x40mm armada 35 balloon dilatation catheter (bdc) was inflated, however, contrast extravasation was noted and tried to inflate again but confirmed to have ruptured. The balloon was taken off of the wire, however, only half of the balloon was removed. Attempted to retrieve the separated portion using a snare device and other techniques (multiple access points) but unsuccessful. The physician figured out the separated portion was still on the wire and managed to remove it with a diagnostic catheter. There was no adverse patient effect. Although there was a delay, it was confirmed there was no adverse patient effect, therefore, there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture or separation; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.